Manufacturer narrative:
(B)(4).

Event description:
It was reported that the threshold had increased. The other electrical parameters were stable. The physician decided to schedule a follow- up which has not yet taken place. Patient's conditions were good.